Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. Device had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was having low blood glucose at night. Customer's blood glucose was 50 mg/dl. Customer's doctor and diabetic educator wanted the device replaced. Customer agreed to return the device for analysis.